Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. It confirmed that there was a record of the error 1610 occurred when pump powered on. The root cause is a defective main board. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that there is an unknown error. There was unknown patient involvement and unknown patient harm/adverse event reported.